Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that user access via bio ID takes more than a minute or two before being recognized. A field service engineer examined the network duplex configuration, which was initially set to auto negotiate. The setting was adjusted to 100 mbps half duplex. The power switch was turned off to ensure the backup battery activated. The station was rebooted to verify if any updates were available. All connected drawers were inspected, and the aio, bioid, and keyboard cover were cleaned. Additionally, the cradle of the barcode scanner was tightened. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system experiencing login issues. A customer has reported that the user delayed to dispense medication to the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.